Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had no voltage. A review of the shared data log did not find any error related to the customer complaint. The reported event of a pairing failure was not confirmed. A root cause could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.